Manufacturer narrative:
Corrected data: b5: should be corrected to: the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -7.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The surgeon notes the patient had "bigger pupil diameter postop than preop". Lens remains implanted. The cause of the event was reported as unknown. D4: model: should be corrected to vicm5_13.2. Claim# (B)(4).

Manufacturer narrative:
H6 - health effect clinical code: 4581 - bigger pupil. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -7.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon notes the patient had "bigger pupil diameter postop than preop". Lens remains implanted. The cause of the event was reported as unknown.